Manufacturer narrative:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient programmer displayed the "replace generator soon" message. As a result, the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
Remedial action and correction number were inadvertently missing in the initial report. The missing information is included in this additional report.